Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the tubing at the lure lock connection. The customer's blood glucose level was 331 (mg/dl). Reportedly, the customer primed the tubing to remove the air bubble.